Manufacturer narrative:
Medwatch sent to FDA on 09/27/2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: adverse events - the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness. Lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported after injection with juvederm ultra xc in the nasolabial folds patient presented at the injecting healthcare professional's office approximately three months later with "firm thick induration" of the skin, "lumpy", "hard", "nodules" and the appearance of a "granulomatous reaction" at the nasolabial folds and tear troughs. Pt has a 10 year history of juvederm injections; the most recent previous injection was with juvederm in the tear troughs provided by a different healthcare professional. The pt was prescribed "cortisone and hyaluronidase".